Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided x-ray images found sufficient evidence of a disassociation event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 15-nov-2013. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: sep-2023. 5) IFU reference: 090200701.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient started reported subluxation in left hip in 2017. During gardening work, she reports experiencing more intensive subluxation with creaking. Radiographic diagnose was decentralized head due to pe (liner) fracture or luxation. Revision was performed and intraoperative findings included granuloma from abrasion resulting in debridement and histology. The pe (liner) located at an angle in the cup resulting in ceramic head articulating with metal rim of cup. Ceramic head noted as severely damaged featuring metal grinding marks. Ceramic head was carefully chipped off, careful removal of ceramic particles and extensive debridement with careful rinsing performed. Notes indicate the conus (taper) of stem has minor damage (no further details provided) and left in situ. Ceramic head replaced with revision ceramic head with metal inner sleeve after conus had been cleaned. Liner was replaced with another pe liner. Doi: (B)(6) 2014. Dor: (B)(6) 2020; left hip.